Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was an unspecified illness. Subsequently, the customer was hospitalized. Although requested, the customer declined to provide additional information regarding the issue to tandem technical support.